Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
Related manufacturer reference numbers: 3006705815-2021-03715, 1627487-2021-16164, 1627487-2021-16166. It was reported that there was puss at the ipg site and patient was diagnosed with infection at the ipg site and it was suspected that there is infection at the lead site. As a result, surgery occurred to explant the system, patient was prescribed antibiotics, and patient was hospitalized to address the issue.

Event description:
Additional information was received that the patient was discharged from the hospital, is receiving IV antibiotics, and is receiving wound care for the ipg pocket site.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the patient's infection had resolved, reportedly.